Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. Additional findings related to customer complaint: the instrument was found to have a segment of the conductor wire dislodged from the distal clevis/proximal clevis/other (describe location). A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during central processing, the force bipolar instrument had a frayed cable. There was no report of patient involvement.